Event description:
The surgeon inserted a plate collamer lens model cc4204bf and the lens tore during insertion. The lens was inserted and removed without patient injury. The reporter stated the lens was loaded incorrectly by the technician. The model and lot numbers of the cartridge and injector used were unknown.